Event description:
It was reported that the balloon had pin holes. The issue was identified during inspection before use. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.